Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.5mmx40mmx145cm coyote¿ es balloon catheter was advanced to treat the lesion. However, the balloon became stuck on the guidewire and the balloon was deformed upon removal from body. The procedure was completed with this device. The patient's status was fine.